Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's father, that the customer had experienced high blood glucose levels, and they stated that they feel it was due to the insulin pump not delivering insulin. However, there was an absence of a no delivery alarm. Customer treated with manual injections. Unable to troubleshoot. No additional information was provided.